Event description:
Information was received from a consumer implanted for urinary dysfunction and gastrointestinal/pelvic floor. The consumer reported feeling very mild pain at the implant site and shooting down her leg on(B)(6) 2016. The issue reportedly started shortly after moving a stackable washer and dryer. On the same day, the patient had uncontrollable urination noting she was changing her diaper and pad every half hour; it ¿felt like urinary tract infection symptoms.¿ on the day of the report, the symptoms were more normal as she only used one pad and 2 diapers. An appointment was scheduled for the end of (B)(6) 2016.

Event description:
Additional information received indicated that patient tried to rest and stay off that side when she laid down were the steps taken to resolve the lack of symptom and pain at implant site. It just resolved all by itself. It took a couple of days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.